Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a balloon rupture. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. No blood get inside the pneumatic section of the machine. Passed functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.